Event description:
Related manufacturer reference number: 2017865-2022-01882. It was reported that the patient presented in clinic for follow up. Device interrogation revealed dislodgment, loss of capture, r-wave amplitude variation, and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The replacement rv lead was found to have high capture thresholds, low pacing impedance, and an issue with the lead tip. The physician then elected to use a different rv lead for the replacement. The patient condition is stable.